Event description:
Customer reported erroneous high access prolactin test result was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were not reported out of the laboratory. Repeat analysis was performed with the sample diluted. The test results were lower and considered correct. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The customer reported that a similar event occurred in (B)(6) 2009. Data was not provided. Sample was requested by beckman coulter, inc. For further studies, however sample was not available. Prolactin quality control was within the customer's established ranges prior to an after the event. Service was not dispatched to evaluate the analyzer. Product labeling states: "samples can be accurately measured within the analytic range of the lower limit of detection and the highest calibrator value (approximately 0.25-200 ng/ml [ug/l]). If a sample contains less than the lower limit of detection for the assay, report the results as less than that value (i.e., <0.25 ng/ml [ug/l]). If a sample contains more than the stated value of the highest access prolactin calibrator (s5), report the result as greater than that value (i.e., >200 ng/ml [ug/l]). Alternatively, dilute one volume of sample with 9 volumes of access prolactin calibrator s0 (zero) or access sample diluent a. Refer to the appropriate system manuals and/or help system for instructions on entering a sample dilution in a test request. The system reports the results adjusted for the dilution. Root cause for the discrepant test results was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.